Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving fentanyl (6000 mcg/ml at 2911 mcg/day) and bupivacaine (30 mg/ml at 14.5 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient's pump had stalled four times over the past month, with a recovery noted after each stall. No magnetic sources were present during the stalls. No patient symptoms were reported. No further complications were reported.